Event description:
The manufacturer received information alleging a bipap a40 ventilator inoperative condition occurred. It was reported that the ventilator inoperative alarm occurred multiple times while in use by the patient. The following day the same event occurred so the use of the device was discontinued and only oxygen was used on the patient. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was not duplicated and the log was not recorded properly. A technician confirmed the allegation of a ventilator inoperative event and determined that it was caused by a faulty pca. The device's pca was replaced to address the issue. In addition, an odor was confirmed therefore the following parts were replaced: blower, valve, air inlet foam and flow path cover due to contamination. The device passed all final test after repair.